Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-06287. It was reported the pt has been experiencing pocket heating since he was implanted. The pt stated the heating is uncomfortable and he has to turn the stimulation off after charging. The pt declined to have a new low energy charger mailed to him and indicated he would like to meet with an sjm rep and conduct the charger exchange in that manner. An appointment with an sjm rep to meet and exchange the charger with the pt has been scheduled. On (B)(4) 2012, st jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction and a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.